Event description:
Report of x-ray arm locked in position. Upon further investigation it was determined that the bolt that secures the counter spring to the base of the unit failed. The head of the bolt separated from the shaft causing the spring to release within the column. Depending on position of column, this could pose a risk to operator or patient. FDA safety report ID# (B)(4).